Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific crm received information that this lead was detecting noise leading to oversensing. The patient experienced a period of asystole greater than two seconds due to the oversensing. Multiple troubleshooting steps were taken, but the noise could not be reduced. The lead was explanted and replaced. No adverse patient effects were observed.